Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a remove/replace procedure today, (B)(6) 2025.  During the procedure, the circulating nurse noticed during charting that the lead in use was expired. They immediately halted the case to report the expired product and replace it early during the procedure. They took the expired product off the sterile field and replaced it with a lead that was not expired.  Nothing expired was implanted in the patient, but it was on the sterile field.  The case continued but was aborted due to lack of motor response during the testing of the interstim device and was decided by the physician.

Manufacturer narrative:
Continuation of d10: product ID 978b128. Serial# (B)(6): product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the lack of motor response was not determined. The rep indicated the likely cause of this issue as being "if the issue is the lack of motor response, then the physician believes health issues and comorbidities were a factor. Or if the issue is the expired product being on the sterile field, then that is because the staff pulled expired product from the shelf and included it on the case cart."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.